Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 20668686, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by medical facility.

Event description:
A report was received that the patients leads had migrated. The pateint underwent a lead replacement procedure. The pateint was doing well postoperatively.